Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2025. It was noted that the device had shifted slightly in the laa on implant day to a 30-degree angle with a shoulder, but the physician determined it was correct and an acceptable position. At a routine three (3) month follow up, it was noted that the device had moved further to 45-degrees in the laa with a leak close to 4mm. The device was no longer meeting position, anchor, size and seal (pass) criteria. The device was noted to be stable and fully endothelized. No intervention was performed. The physician is evaluating possibly plugging the leak at a later date. There were no patient complications, and the patient was discharged.

Manufacturer narrative:
Media from the clinical procedure was provided and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: can confirm patency of laa suggesting there is a leak. Size of leak cannot be determined.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2025. It was noted that the device had shifted slightly in the laa on implant day to a 30-degree angle with a shoulder, but the physician determined it was correct and an acceptable position. At a routine three (3) month follow up, it was noted that the device had moved further to 45-degrees in the laa with a leak close to 4mm. The device was no longer meeting position, anchor, size and seal (pass) criteria. The device was noted to be stable and fully endothelized. No intervention was performed. The physician is evaluating possibly plugging the leak at a later date. There were no patient complications, and the patient was discharged.